Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated the patient could continue to be monitored or further troubleshooting could be performed. Further details were reported from the clinician that the patient had undergone an ablation procedure for ventricular tachycardia (vt) which is suspected to be the cause of the out of range measurements. The patient will return in one month for follow up holter placement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was still exhibiting elevated shock impedance measurements and a commanded shock was going to be delivered to ensure system integrity. No additional adverse patient effects were reported.